Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the adapter has play when attached to the shell and there was no display on handle showing the adapter is available. The sales rep troubleshooted the adapter with own demo handle and encountered the same issue. There was no patient involvement.